Event description:
It was reported that this pacemaker exhibited premature battery depletion. As a result this device was explanted and replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h1, h6, b5, e1, h10 patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. Use the device lookup tool to determine if your device is part of the hydrogen induced premature battery depletion advisory population, then update the following sentence accordingly: this device is/is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, testing confirmed that the battery was depleting prematurely. Performed device longevity calculation. Performed device pg diagnostic data visualizer report, see attachments. A coulomb counter test was performed, and it noted v230 was drawing more than allowable current. Based on data obtained during analysis the device has leaky c5 and/or c52 due to exposure to hydrogen.

Event description:
It was reported that this device exhibited premature battery depletion, upon analysis it was determined that the power consumption increased. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device exhibited premature battery depletion, upon analysis it was determined that the power consumption increased. The device remains in service. No adverse patient effects were reported.